Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the service mode and confirmed errors in the error log of the device that were unrelated to the reported issue. The fse could not isolate the issue to an internal fault however the gas delivery engine (gde) was replaced as a precaution. The fse performed the operational verification of the device having met manufacture specification, the device was return to the customer. Failure investigation: at this time, carefusion failure analysis laboratory has not received the suspect gde but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported that during patient use, the patient was having an episode of low oxygen saturation while the avea ventilator was noted to be alarming "low o2". The patient was placed on alternate ventilator with no further injury to the patient noted.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration but the blender verification test at 100% fraction of inspired oxygen (fio2) displayed asterisks on the fio2 monitor. Calibration of the oxygen sensor and the blender assembly were performed, passing manufacturer specifications. The set delivery of fio2 was measured with an external analyzer and determined to be accurate, while the monitored value on the device was not. The reported event was duplicated once during testing, however, repeated testing did not duplicate the reported event, therefore no root cause could be determined. The delivery of fio2 was determined to be within specifications and the unrelated fio2 monitoring value discrepancy was determined to be due to a material issue within the transducer communication alarm assembly (tca). The monitored fio2 issue would have no effect on the delivery of fio2 to the patient and would not have resulted in the customer's adverse event.